Event description:
Ous MDR. After an implantation time of about 121 months, oversensing was reported. No inappropriate shocks were delivered. During the explant, damage to the lead in the proximal part at the area of the clavicle was reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient&#62688;state of health was reported.

Manufacturer narrative:
In the delivered state, the returned lead had been cut 22 cm distal of the is-1 connector pin. Two lead fragments were returned and thoroughly analyzed. During the analysis, multiple traces of abrasion were seen along the lead body. In particular, the lead body was clearly squashed 30 cm distal of the is-1 connector pin and showed signs of fraying. This damage manifestation can with high probability be regarded as the cause for the clinical observation of interference artifacts with inadequate shock delivery that was mentioned in the clinical complaint. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. In the further course of the analysis, the rope conductors to the distal shock coil and to the ring electrode were found to be severely coiled at the distal lead fragment, which is probably a result of the high tensile forces that were applied during the explantation procedure. There were no indications of material defects or manufacturing errors.